Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs alleges metal allergy, goiter, thyroid issues and inability to grow nails after clipping. After review of medical records, the patient was revised to address metallosis. Copious amounts of rust colored metallosis fluid was encountered, extensive amounts of metal stained tissue and necrotic tissue. There was no corrosion on the trunnion. When the hip was taken through a range of motion test, the femoral neck and posterior lip of the cup impinged. The stem was noted to be well fixed. The cup, however, was exceedingly anteverted. Clinical notes indicate discomfort, muscle shortening, clicking, edema, cysts and pre-revision limb asymmetry. Of note, a dislocation event occurred post-operatively during the patient's index surgery. A closed reduction was done immediately afterwards. Doi: aug 29, 2006 - dor: oct 27, 2015 (right hip)

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added b5, b6 and h6 (patient codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code joint contracture and limb asymmetry

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from metallosis. Update 2/18/16-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The patient was revised for metallosis and malpositioned cup. A progress note from (B)(6) 2015 indicated metal ion levels above 7ppb. The stem and cup are being added to the complaint. No part/lot information has been provided. The complaint was updated on:3/3/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges pseudotumor and metal wear. Pfs alleges leg pain, weakness, tingling and inflammation, ringing of the ears, twitching of the eyes, tiredness, fluid collection, confusion, hair loss, trouble sleeping.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).